Event description:
Customer reported he has received erratic blood glucose results within 10 minutes on 3 different meters. Customer reported that the suspect device (aviva system 1) is reading 200-300 mg/dl higher than both his compact meter and a friend's aviva meter (aviva system 2). It is reported that the blood glucose on the compact was reading normal for him which is 110-150 mg/dl. No actions taken based on device results. No adverse event due to the device reported. The compact plus strips were discarded and will not be returned for evaluation. He was sent replacement product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the compact plus system. (B)(4). Device will not be returned.